Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the battery percentage remained static at a value for 24 hours. The customer's blood glucose was 147 mg/dl. During a follow-up call, the customer reported that the battery percentage began depleting as expected.